Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(event site state), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: e1(event site email) the product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab and traces inside of the inner lumen. The sheath was not returned for evaluation. One kink was observed on the catheter tubing approximately 70.6cm from the iab tip. The one-way valve was also returned. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and successfully passed through the inner lumen and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting extracorporeal tubing and the one-way valve was performed, and no leaks were detected. The catheter tubing outer dimensions were measured and they met the specification for a sensation plus 8fr device. The reported failure of ¿difficult/unable to insert iab through sheath¿ is unable to be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot #, UDI #).

Event description:
N/a

Event description:
It was reported by customer that during use, they had difficulty inserting intra-aortic balloon (iab) through sheath. Another iab was inserted successfully. No patient harm / injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID# (B)(4).